Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2021-02208. It was reported that the patient is experiencing ineffective stimulation due to high impedance. As a result, surgical intervention is pending to address the issue.

Event description:
Additional information indicated that a surgical intervention occurred wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The event of high impedance was reported to abbott. The patient had fallen. The leads was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.